Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specs and procedures. Based on the info received, the cause of the reported aortic stenosis was due to the preserved anterior mitral leaflet.

Event description:
A pt underwent mitral valve replacement with this 27mm sjm masters series valve in (B)(6) 2013. The native anterior leaflet was preserved. Following the procedure, the native anterior leaflet expanded toward the aortic valve causing aortic stenosis. The valve was explanted and replaced with a smaller 25mm sjm masters series valve. While explanting the valve, a surgical instrument came in contact with the leaflet of the 27mm valve and it fractured. A piece of the leaflet fell into the left ventricle and was not seen on body scans. The pt is recovering and stable.